Event description:
Healthcare professional reported right side "low signal inhomogeneities within the silicone matrix is equivocal for intracapsular rupture, although no focal disruption of the implant shell can be appreciated". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.